Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a channel error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that during a magnesium infusion, the pump alarmed ¿channel error¿ and the infusion stopped by the nurse. The device was replaced and removed from service. The customer stated that the magnesium was a unique dose and the replacement had to be ordered from pharmacy which caused a delay in administration. There was no report of patient harm. The device was evaluated by biomed who found error code 240.4150.0 in the logs. The upper pressure sensor was evaluated and replaced.